Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the baclofen pump had to be removed with its medication line to the spine when the pump broke through the skin of the patient's right abdomen. The pump was removed "sometime in (B)(6) 2018." This information conflicted with previously reported information from the hcp. As of (B)(6) 2019, it was uncertain if a replacement pump would be implanted. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-feb-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient arrived at the emergency room (ER) with an infection; after interrogation it was determined the patient's pump was empty. It was noted that the patient was not compliant and hadn't gotten the pump refilled since (B)(6) 2018. The pump was interrogated and it was due for a pump replacement in (B)(6) 2019. The issue was reported to be resolved and the patient was alive with no injury. The device would be returned but was currently in the possession of the hospital. No further complications have been reported as a result of this event.